Event description:
The customer observed falsely decreased wbc results generated on the cell-dyn sapphire analyzer for two patients. The customer stated there was no flags on the wbc results. The samples were repeated and normal results were obtained. The following data was provided: initial wbc results = 1 x 10e3/ul. Repeat wbc result = normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc results generated on the cell-dyn sapphire analyzer for two patients. The customer stated there was no flags on the wbc results. The samples were repeated and normal results were obtained. The following data was provided: initial wbc results = < 1 x 10e3/ul. Repeat wbc result = normal. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) went on-site to inspect the instrument. An air bubble in the yellowish peristaltic pump tubing (ppt) may have led to the falsely decreased wbc result. The fsr replaced the peristaltic pump tubing. A review of tracking and trending of the product list number and complaint activity did not identify any trends for cell-dyn sapphire instrument with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn sapphire for serial number (B)(6) was identified.the following sections have been corrected to reflect the current contact (B)(6): g1-contact office first name. G1-contact office last name. G1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number.